Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during implant of this right ventricular (rv) lead with another manufacturer's device, difficulty was encountered with inserting the lead into the device header. Boston scientific technical services (ts) discussed troubleshooting options including the use of mineral oil. The lead was eventually able to be inserted into the device header using bodily fluids as lubricant. No adverse patient effects were reported. This product remains implanted and in service.